Manufacturer narrative:
Evaluation is not completed. Reviewing software requirements. Reviewing software code. Updating design documents. Modifying the code as appropriate. Planning to implement integrated testing as well as verification testing. No pts were involved.

Event description:
On (B)(6) 2012, while investigating customer complaint of "missing images", it was determined that there was a problem with dis converter mismatching birthday/name. On (B)(6) 2012, 19:07:09, (B)(6). Dexcopy dexis 10.0.3 is mismatching pts with their images when there are pts with the same first and last names. Pts with the same name but different birthdays are being matched incorrectly. It appears that the dexcopy is not referencing the birthday when referencing a pt list in (B)(6) format. On (B)(6) 2012 19:29:04 (B)(6)historical notes: on (B)(6) 2012: office called about missing images, the office had had a renumbering and some pts were not linked. Found the duplicate pts and merged them. On (B)(6) 2012: office reported more missing images. On (B)(6) 2012: office reported missing accounts. On (B)(6) 2012: office called again about missing images, check the logs and there was no record of the images having been taken. On (B)(6) 2012: reinstalled the software on server and workstations. Ra follow up: on (B)(6) 2012 ra called the dental office, spoke with (B)(6), who is working as a technical support consultant for the practice. He verified the problem - when dexis 10 was installed, the office ran into a problem of "missing pts images". Dexis tech support found "missing images" after logging into customer's system. After 1-2 days the problem reoccurred. Dexis tech support found images again. Apparently the office staff was incorrectly selecting the prompts. As dexis tech support was working with customer's data, he uncovered account re-numbering problem that may lead to mismatching pts. No pts were involved.